Event description:
Pt underwent liposuction of the abdomen, repair of umbilical hernia and abdominoplasty. Pt developed a fever and was re-admitted with a diagnosis of abdominal wall infection. Pt underwent a debridement of the surgical wound with subsequent irrigation and reclosure. Pt was discharged. The pt continued with pain and discharge from wound. In 1999 the sutures were surgically removed.